Manufacturer narrative:
Exemption number (B)(4) - ansell healthcare products llc is submitting this report on behalf of (B)(4).

Event description:
Customer sent a complaint to our company stating that she became pregnant after using lifestyles skyn condoms. On (B)(6) 2011, customer confirmed that she had a miscarriage.